Event description:
Pt states that needle attached to insulin pen but she cannot push insulin through pen her blood sugar were elevated due to dose not being administered correctly. Pt has been injecting insulin pen quite awhile and has never had an issue in the past. Pt has been a diabetic for many years. She has been using this product for years. This particular time she had trouble with injecting her lantus insulin. The pen needle attached to the insulin pen fine, but the insulin would not inject through the needle. She tried several pen needles without success. Her blood sugar has been elevated due to the inability to receive the dose.